Event description:
The plaintiff's attorney alleged that the decedent experienced sudden cardiopulmonary arrest on the same day of the dialysis treatment and subsequently expired due to the use of the product which was administered for the dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.